Event description:
Related manufacturing reference number: 2017865-2023-04302. It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the right ventricular lead dislodged. The lead was removed and replaced. Additionally, the guidewire was difficult to remove from the left ventricular lead. The lead was eventually implanted successfully. The patient was in stable condition.